Manufacturer narrative:
H3: instrument has been returned, but outcome of the investigation is still pending. Review of labeling: intraoperative warnings breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
Seaspine/orthofix became aware on (B)(6) 2025 that the tip of a shoreline acs inserter fractured intra-operatively when inserting the waveform c interbody. This resulted in a procedural delay of 30 minutes. The customer reported that all of the fractured pieces were retrieved, and that the surgery was completed successfully. Additionally, no patient safety concerns were reported.

Manufacturer narrative:
Update to h3: changed to "yes". Update to adverse event problem codes. Investigation conclusion: the returned inserter draw rod was visually inspected to confirm the failure mode outlined in the description of the complaint. After reviewing the instrument, it was confirmed that the tip of the inner draw rod sheared off from the component. The location of the break was about 1 thread turn past where the inner draw rod is exposed from the outer sleeve locating tips. Root cause: the reported complaint may be due to misuse, surgical technique, or excessive torsional force. These devices are part of loaner sets that are subject to handling and repeat use after distribution. Wear and damage can occur over time. Exact root cause unable to be determined.